Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 4.3, 4.5, lab: 2.5. Patient has been on coumadin for about 5 weeks. He was off lovenox 3 weeks ago. His target range 2.5 - 3.5. His recent readings: 09/01: 2.3, 09/02: 2.0, (B)(6): lab 2.5, immediately after meter 4.3, repeat on different finger 4.5.

Manufacturer narrative:
Investigation pending.